Event description:
Complainant alleged that while attempting to deliver a second shock to a pt (age & gender unk) the device displayed a "defib fault 78" message and a loud popping sound was heard. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was adverse effect.